Event description:
The customer reported that the system displays black images on the monitor and the system ramps to 120kvp/6ma.

Manufacturer narrative:
(B)(4). The system's hv cable assembly was removed and replaced. Xray exposures were performed and the system displayed a collimator iris pot error. The ge service rep isolated the problem to the collimator assembly. The customer was advised of the issue. A kvp tracking was performed. The system was returned to service.